Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device exhibited two high out of range impedance measurements. Capture and sensing were normal. The pt was planned to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(4).

Event description:
New information received indicated noise and fluctuating impedance were observed on the lead. Noise was not reproducible with isometrics or pocket manipulation. The lead is scheduled to be explanted.

Event description:
New information received states that the lead was explanted due to fracture. The patient condition was good.